Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.0in catheter was unable to connect to the syringe and caused leakage. This occurred on 200 occasions. The following information was provided by the initial reporter: material no.: 381533, batch no.: 0237272. It was reported there is a defect on the needle preventing the catheter hooking up to a syringe or catheter and causing leakage. While placing IV, our nurses noticed that the catheter was not connecting to our hub causing the patient to have to get a second IV placed. In investigation of the products we had, it was determined that several of the IV from the lot stated in the reference number had an extra piece (lip) of plastic which did not allow for a secure connection (causing leaking or in some cases not even connecting). At least 5 patients were affected.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 243 unused representative unit within undamaged and sealed packages. Per bd policy, (B)(4) units were selected at random for the investigation. Visual observation revealed that b)(4) units had damaged threads at the end of the luer adapter. An additional (B)(4)units were observed to have small cosmetic nicks and / or grooves. The remaining (B)(4) units had no abnormalities or damage. Damage to the threads and cosmetic defects can occur during the manufacturing process due to misalignment and can lead to connection issues and/or leakage. The units were then tested for connection issues and leakage. Of the (B)(4) units with damaged threads, leakage occurred with one of the units at the connection. The remaining units, (B)(4) units with cosmetic damage and (B)(4)units with no damage, had no connection issues or leakage. The reported issue was confirmed and most likely due to misalignment during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.0in catheter was unable to connect to the syringe and caused leakage. This occurred on 200 occasions. The following information was provided by the initial reporter: material no.: 381533, batch no.: 0237272. It was reported there is a defect on the needle preventing the catheter hooking up to a syringe or catheter and causing leakage. While placing IV, our nurses noticed that the catheter was not connecting to our hub causing the patient to have to get a second IV placed. In investigation of the products we had, it was determined that several of the IV from the lot stated in the reference number had an extra piece (lip) of plastic which did not allow for a secure connection (causing leaking or in some cases not even connecting). At least 5 patients were affected.